Manufacturer narrative:
The field was updated to indicate that only a product problem had occurred. The type of reportable event was updated to malfunction, as review of the event indicated that a serious injury had not occurred. (B)(4).

Manufacturer narrative:
Product ID: neu_pouch_acc, serial# unknown, product type: accessory.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4) applies to 8627l18. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving baclofen (unknown concentration and dose) via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported that the patient went and saw the hcp for a pump replacement secondary to battery life in (B)(6) 2010. During the operation, the hcp found that the pouch that was surrounding the pump was necrosed. The pump was able to be explanted. The hcp had some difficulty seeing spontaneous flow from the end of the connector that was usually sutured, and therefore the hcp attempted to initially withdraw some csf from that end, but could not obtain a seal with a tuberculin syringe. The hcp decided to use the sutureless connector, and therefore trimmed off the old connector. Again, the hcp had some difficulty with spontaneous flow. The catheter was completely dissected from the pouch and was completely intact. There was no evidence of any fluid leakage from the catheter. The hcp was able to eventually establish spontaneous flow that was slow, but present and visualized. It was noted that the pump had been working well up until the time of the surgery. The patient did well, and did not experience any symptoms related to the issue with the csf backflow.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.